Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer received a power source alert after plugging the pump into a wall outlet and a temperature alarm occurred, the pump was not exposed to extreme temperatures. Reportedly the pump was charging at the time. Customer reverted to an alternate method of insulin delivery. There was no reported adverse impact to the customer¿s blood glucose level.